Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via email. The tac was contacted after displayed a ¿no sync¿ message and no endoscopic image. Troubleshooting included reseating the serial digital interface video cable between the cv-190 and the oev-262h, followed by pressing the port a and port b switches on the monitor bezel. These actions successfully restored the video signal and normal image display. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the high-definition liquid crystal display monitor to the service center for a separate issue. During the device analysis, the service repair technician indicates that no image was found. There was no patient involvement.